Event description:
It was reported that the 9900 system had several error messages during the shut down of the system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, gpos, rtos, and isd boards were replaced. The power cord and the data communication cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.